Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the one year follow-up, transesophageal echocardiogram revealed a thrombus on the face of the device. The patient was restarted on eliquis 5mg twice daily for a minimum of three months, but ideally six months if the patient tolerates the medication well. Imaging will be performed prior to stopping medication.

Manufacturer narrative:
Implant date: estimated based off event occurring at one-year follow-up, as exact implant date is unknown.

Manufacturer narrative:
D6a: procedure date is exact. B7: updated medical history.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the one year follow-up, transesophageal echocardiogram revealed a thrombus on the face of the device. The patient was restarted on eliquis 5mg twice daily for a minimum of three months, but ideally six months if the patient tolerates the medication well. Imaging will be performed prior to stopping medication.